Event description:
It was reported there was an error message at boot up. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported error upon boot-up; however, it was discovered in the error log that errors had occurred in the past. An intermittent circuit board problem was noted. The printer drawer was also observed to be broken.